Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the rotations per minute (rpms) varied on the battery reciprocator device. It was further reported that the device was getting hot. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was heating up and the rotation per minute varied. Therefore, the reported condition was duplicated and confirmed. It was further determined that there was an unknown liquid internally, the electric motor had excessive vibration and the seals were damaged. The assignable root cause was determined to be due to improper cleaning and care. If additional information should become available; a supplemental medwatch report will be sent accordingly.